Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the competitor device implanted with this right ventricular (rv) lead recorded episodes of noise and oversensing. Impedance measurements were found to be normal in both bipolar and unipolar configuration though intrinsic amplitude was noted to be variable. The physician suspected a lead fracture but elected to reprogram rv outputs and evaluate again at a later date due to the patient's age and condition. No adverse patient effects were reported. This lead remains in service.